Manufacturer narrative:
The investigation of delivery issues and ventricle perforation has been completed. The impella device was not returned for evaluation. Ventricle perforation: during insertion of 16fr insertion sheath, a non abiomed product, and operation of the guidewire, blood pressure decreased, and cardiac tamponade and left ventricle (lv) rupture (free wall rupture) were confirmed by angiography. The pump was not returned. It is unclear whether the 16 fr sheath, guidewire, or pump contributed to the perforation and how. The cause of the ventricle perforation was not determined since product was not returned and insufficient clinical details. Delivery issues: the impella package was opened, but due to cardiac tamponade and lv rupture, impella was not inserted. The cause of the delivery issue was most likely use related as per the clinical details, the pump was not implanted due to cardiac tamponade and lv perforation. Instructions for use: impella cp with smartassist system for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings, section: pre-support evaluation, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Impella cp with smartassist system for use during cardiogenic shock, section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ b1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27531. B2 date of death was erroneously entered on the initial manufacturer device report number 1220648-2025-27531. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-27531. D2 common device name was erroneously entered on the initial manufacturer device report number 1220648-2025-27531. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27531 as it is unknown if the initial reporter also sent the report to the food and drug administration. H6 health effect - clinical code 2135 was erroneously entered on the initial manufacturer device report number 1220648-2025-27531. H6 medical device problem code 2682 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27531 h10 instructions for use were erroneously entered on the initial manufacturer device report number 1220648-2025-27531.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The user facility reported that the patient had an attempted impella cp implant and after the sheath and guidewire were inserted, the patient had a cardiac tamponade with a left ventricle (lv) rupture. The implant was aborted. The impella package was opened, but due to lv rupture impella was not inserted. Instead, iabp+ECMO was inserted and a surgical procedure was performed. It is unknown if the guidewire or attempted implant contributed to the lv rupture. The patient expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.